Manufacturer narrative:
One set of cardiomems patient electronic system power accessories was received for evaluation. Visual inspection verified the power supply cable was frayed and wires were exposed. There was no evidence of damage to the power cord, and it functioned as intended.

Event description:
The patient reported exposed and frayed wires of the power cord. The power supply and power cord were replaced and there were no adverse consequences reported by the patient.